Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported they had a patient develop an ocular inflammation postoperatively. The patient's symptoms improved after steroids were administered. Additional information was requested; however, none has been received to date. This is one of two reports for this surgeon.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the second for this issue for this lot. The lot history performed shows both complaint reports originating from the same site, otani eye clinic, reported within a two day period. No other sites have reported this issue for this finished goods lot. The device history record shows the product was released per specifications. A review of the device history record for the reported suspect product also confirms that this product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. Three sealed unopened procedure paks were received an fully tested on a calibrated console and met specifications. The adhesive sealing transfer was inspected and measured on the flanged surface of each returned tray and the sealing residue was observed to be continuous and within specifications. Further inspection found no internal or external damage to the components, tyvek, or container tray. No anomalies were observed. The root cause of the customer's event could not be determined as the packs did not exhibit any anomalies in the packaging or during functional testing that would have caused or contributed to the reported event. The sterile barrier on the returned samples met specifications. It should be noted the returned packs were not associated with the reported event; they were unopened packs in returned condition. Action will not be taken for this occurrence. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer. The customer reported the patient's initial procedure was performed on the left eye and the patient was the first of twenty-four procedures. The patient experienced a decrease in their visual acuity three days postoperatively. The patient was given steroid eye drops and antibacterial agents. The customer indicated the intervention was effective and the patient is recovering. The surgeon indicated a bacterial examination was not performed and "there is a possibility of reactivity".